Manufacturer narrative:
Examination confirmed the anterior pop-up plate detached from the assembly. A previous investigation has been conducted for the issue of pop-up plates becoming fractured at the weld. The root cause is insufficient weld preparator (process). The current complaint sample was manufactured in march 2000. No corrective action required, as a previous correct action was implemented for this problem. On 12/13/2002, via eco (B)(4), the weld joint was modified. This modification will simplify the weld process to a one-handed weld operation, using the additional dowel material as the weld filler. This modification will affect pop-up plates sizes 1.5 thru 6. A search of the complaint database did not reveal any reports of this failure manufactured after the change in december 2002. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Saw capture broken off